Event description:
Additional information indicates that the l3 lead was fractured, and surgical intervention was undertaken on (B)(6) 2025 wherein the l3 lead was explanted and replaced to address the issue.

Manufacturer narrative:
B5- additional information obtained that the fractured lead was the l3 lead and not the l5 lead. D4 corrected. Sn and UDI. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the l4 lead. As a result, surgical intervention may be undertaken to address the issue.